Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 07/21/2015, the reporter for patient contacted lifescan (lfs) alleging that his onetouch ultra verio 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca reviewed the call. The reporter stated that the alleged inaccuracy began on (B)(6) 2015. The patient had obtained an alleged inaccurate high blood glucose result of ¿218mg/dl¿on the subject meter compared to ¿133mg/dl "122mg/dl" and "121mg/dl" on three separate clinical meters, performed within 20 minutes of each other. The patient manages his diabetes with a combination of medications including, levemir and starlix. On 07/21/15 he reported taking less food/drink as a result of the alleged inaccurate high. The reporter for the patient detailed that on (B)(6) 2015 at an unspecified time after the alleged issue began, he developed symptoms of ¿frustrated and not enough energy¿. On ¿07/20/2015 at 12:09pm the reporter stated that the patient made a doctor¿s office visit however no treatment was provided. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due the comparison provided, the device malfunctioned.